Event description:
It was reported that a patient underwent a procedure with a thermocool® smarttouch® bi-directional navigation catheter and blood was noticed to come into the spring of the device. This is not reportable. Issue was resolved by changing the catheter. The procedure was completed without patient consequence. On (B)(6) 2015 scanning electron microscope (sem) testing was performed over the pebax and results showed that there was a pinhole on it. This event is being reported because loss of integrity to pebax could potentially contribute on a significant adverse event.

Manufacturer narrative:
(B)(4). (B)(4). The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found that the clear sensor sleeve had dark red material inside the pebax. A scanning electron microscope (sem) testing was performed over the pebax. The sem results show that there was a pinhole on pebax. External surface exhibit evidence of scratches and mechanical damage. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. An internal corrective action has been opened to address the damaged pebax on smart touch.